Event description:
The customer stated that a falsely decreased architect potassium result of 2.4 mmol/l was questioned by a physician sid (B)(6). The sample retested at 4.6 mmol/l. The customer's normal range is 3.5 - 5.2 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The customer observed the blades of the mixer were bent and replaced the part to resolve the issue. No additional discrepant result issues have been reported since the part was replaced. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency for the architect c4000 was identified.